Event description:
It was reported that four screws were not engaging with the bone due to infection, and revision surgery is required.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: d6a, d6b, h6. The reported infection could not be confirmed. However, the planning scans show that 4 tmj screws are loose. The patient underwent bilateral tmj device implantation along with lefort 1 surgery, followed by repositioning of mandibular components due to occlusion issues, and later removal of the left mandibular component due to dislocation. Subsequent surgeries addressed infections and loose screws, but no device abnormalities were found, and despite negative cultures, the cause of complications remains unclear, with the patient¿s medical history and factitious disorder possibly contributing. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.